Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, brown particles in the fill channel and one opening extended. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one crease sharp opening on the anterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation reported as deflation.